Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The battery was sent out to the vendor for further evaluation. An internal battery anomaly was found to cause the battery depletion.

Event description:
It was reported that the device was explanted due to premature battery depletion.